Event description:
Dr was performing a bladder stone extraction on a pt, when he noticed under fluoroscopy that a small piece had come off the instrument into the pt's bladder. He immediately retreived what turned out to be a hinge pin and then completed procedure. There was no adverse effect on pt; pt condition post-op was good.